Event description:
A surgeon reports having a patient that had an unexpected postoperative refraction following intraocular lens (iol) implant surgery.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history records review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/19/2008 and 08/28/2008 by phone, fax and mail. A completed questionnaire was received on 08/28/2008.